Event description:
It was reported to boston scientific corporation on september 9, 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6) 2010. According to the complainant, the retrieval basket was used to collect stone debris post laser lithotripsy. However, on the second pass, the "inner stainless steel core and basket" detached from the handle when the physician attempted to withdraw the device. The handle and sheath remained assembled outside the patient while the wire and basket remained inside the ureter. The detached portion was removed from the patient by breaking the wire with a laser. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The device was received in its original packaging, including the lot number. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The returned device was unable to open. Based on the analysis, the wire was most likely re-installed into the device prior to returning it for investigation. Based on the condition of the basket and the location of the kinked outer extrusion, the distal end of the device was in a tortuous position when the handle was pulled. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010. According to the complainant, the retrieval basket was used to collect stone debris post laser lithotripsy. However, on the second pass, the "inner stainless steel core and basket" detached from the handle when the physician attempted to withdraw the device. The handle and sheath remained assembled outside the patient while the wire and basket remained inside the ureter. The detached portion was removed from the patient by breaking the wire with a laser. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received indicates the retrieval basket and pull wire were left in the ureter. A 4-5 mm stone was inside the device and was lasered in order to remove the basket from the patient's ureter.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010. According to the complainant, the retrieval basket was used to collect stone debris post laser lithotripsy. However, on the second pass, the "inner stainless steel core and basket" detached from the handle when the physician attempted to withdraw the device. The handle and sheath remained assembled outside the patient while the wire and basket remained inside the ureter. The detached portion was removed from the patient by breaking the wire with a laser. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.